Event description:
The pt reports she has not been receiving effective stimulation since implant. The pt states the trial provided more effective stimulation and since the permanent implant the stimulation has been "zap and irritate" her. The pt requests her scs sys to be explanted so she can pursue other pain relief options. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.